Event description:
It was reported to boston scientific corp that a radial jaw 4 single use biopsy forceps large capacity device was used during an egd (esophagogastroduodenoscopy) procedure performed in 2009. According to the complainant, during the procedure, it was noted that the biopsy specimen dislodged from the jaws and excess bleeding was encountered. Epinephrine was administered to slow down the bleeding. No damage was noted to the device and the jaws were able to close properly. Although info related to the amount of bleeding and/or blood loss could not be obtained, the procedure was completed with this device. No add'l intervention was required. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(Specimen dislodged). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device MFR dates are unk. The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.